Event description:
It was reported in a literature article titled "inadvertent carotid artery balloon guide rupture during endovascular thrombectomy with fortuitous mca recanalization", that a young woman presented with global aphasia and dense right hemiplegia (0/5 power) of 45 min duration. The national institutes of health stroke scale (nihss) score was 20 and a computed tomography (CT) angiogram showed a left middle cerebral artery mca occlusion. Subject balloon was positioned in the proximal internal carotid artery (ica). Digital subtraction angiography (dsa) showed left mca m1 occlusion. The subject balloon was then inflated with contrast. As the subject balloon had been inadvertently filled with normal saline, inflation could not be visualized on fluoroscopy, and the balloon suddenly ruptured with an audible thud. Dsa showed a severe left ica spasm at the end of the subject balloon, with complete mtici3 recanalization of the left mca. Nimodipine 1 mg was administered intra-arterially, and repeat dsa showed resolution of the ica spasm. The procedure was stopped at this point. Magnetic resonance imaging (MRI) brain on day 2 showed a cortical infarct involving scattered areas in the left mca territory. On day 7, she was discharged with an nihss score of 2 and an mrs score of 1.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 'a young woman presented with global aphasia and dense right hemiplegia (0/5 power) of 45 min duration. The national institutes of health stroke scale (nihss) score was 20 and a computed tomography (CT) angiogram showed a left middle cerebral artery mca occlusion. Femoral access was obtained. The subject balloon was positioned in the proximal internal carotid artery (ica). Digital subtraction angiography (dsa) showed left mca m1 occlusion. The subject device was then inflated with contrast. As the subject device had been inadvertently filled with normal saline, inflation could not be visualized on fluoroscopy, and the balloon suddenly ruptured with an audible thud. Dsa showed a severe left ica spasm at the end of the subject device, with complete mtici3 recanalization of the left mca. Nimodipine 1 mg was administered intra-arterially, and repeat dsa showed resolution of the ica spasm. The procedure was stopped at this point'. The risk of the reported patient vasospasm is documented in the device dfu as a potential adverse event which can occur as a result of this type of procedure. Therefore, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient vasospasm serious'. While there are a number of potential causes for the reported balloon burst/ruptured issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to as reported, 'balloon burst/ruptured during use'.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported in a literature article titled "inadvertent carotid artery balloon guide rupture during endovascular thrombectomy with fortuitous mca recanalization", that a young woman presented with global aphasia and dense right hemiplegia (0/5 power) of 45 min duration. The national institutes of health stroke scale (nihss) score was 20 and a computed tomography (CT) angiogram showed a left middle cerebral artery mca occlusion. Subject balloon was positioned in the proximal internal carotid artery (ica). Digital subtraction angiography (dsa) showed left mca m1 occlusion. The subject balloon was then inflated with contrast. As the subject balloon had been inadvertently filled with normal saline, inflation could not be visualized on fluoroscopy, and the balloon suddenly ruptured with an audible thud. Dsa showed a severe left ica spasm at the end of the subject balloon, with complete mtici3 recanalization of the left mca. Nimodipine 1 mg was administered intra-arterially, and repeat dsa showed resolution of the ica spasm. The procedure was stopped at this point. Magnetic resonance imaging (MRI) brain on day 2 showed a cortical infarct involving scattered areas in the left mca territory. On day 7, she was discharged with an nihss score of 2 and an mrs score of 1.